Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 564 mg/dl. Customer other relevant blood glucose level was 300 mg/dl and 400 mg/dl. Customer also stated the drive support cap was protruded. It was also reported that the insulin pump had motor error and motor position encoder error. Trouble shooting was performed. The device will be returned for analysis.